Manufacturer narrative:
Event problem and evaluation: on (B)(4) 2015, a medtronic representative went to the site to test the equipment. The reported failure could not be replicated. The imaging system passed the system checkout and was found to be fully functional. Log files were obtained for further investigation. On (B)(4) 2015, a medtronic representative went back to the site to re-test the equipment. Once again, the reported failure could not be replicated. The most likely cause was that the ups battery was drained during transport and needed to be re-charged. The imaging system passed the system checkout and was found to be fully functional. The log files obtained from the imaging system on (B)(4) 2015 were analyzed during an investigation of the system software (version 3.1.6); however, the results were inconclusive based on the information provided. The logs did not provide evidence of any root causes that could be attributed to a software failure (or potential hardware failure). The system checkout completed on (B)(4) 2015 indicated that the reported issue (system shutdown) was most likely due to a drained ups battery. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) shut itself off unexpectedly during a spinal fusion procedure. They re-booted the mvs several times, but it continued to shut off after some time. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to complete the procedure. There was no impact on patient outcome.